Event description:
It was reported that on (B)(6) 2010, the patient became confused and developed a fever and drainage from the pacemaker site. The patient was admitted to the hospital on (B)(6) 2010. A culture of the drainage grew (B)(6) infection. The pulse generator was explanted on (B)(6) 2010 due to sepsis and (B)(6) infection, after which the patient was treated with vancomycin.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Review of quality records.